Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 202 mg/dl. Customer's blood glucose reading was 400 mg/dl currently. Customer also mentioned a blood glucose of 461 mg/dl at the time of call. Customer stated that the insulin pump had multiple motor error alarms and was hospitalized due to toe infection and uncontrolled high blood glucose. The customer was treated in the hospital. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Customer also reported that the insulin pump had a recurring motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer also reported a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in alarm history due to corrupted history file. Unable to perform occlusion test or excessive no delivery test due to motor error alarm. Unit was received with partially broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window, stained end cap sticker and stained address/serial number label.